Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was rubbing on an existing incision that caused bleeding. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist who advised the patient would no longer need the equipment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was rubbing on an existing incision that caused bleeding. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist who advised the patient would no longer need the equipment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.